Manufacturer narrative:
The table was installed in 1997 making it approximately 23 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. The 3080 sp surgical table has a stated useful life of 10 years. A steris service technician arrived onsite to inspect the table and was unable to recreate the reported issue. The technician tested the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that at the end of a patient procedure, when staff tried to level their 3080 sp surgical table the table started to drift into reverse trendelenburg function without being commanded to do so. The user facility utilized the auxiliary override system to level the table and transferred the patient to a stretcher. The table was removed from service. No report of injury.